Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The planned explantation surgery on (B)(6) 2021 has been postponed due to abnormal lab test results. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Block b2 ¿is required intervention¿ no longer applies to this event. A supplemental report will be submitted if an updated explantation date is reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. Wrinkling on the skin near the right breast areola was observed. Right breast prosthesis deflation was diagnosed via a physical. As a result, the patient underwent explantation on (B)(6) 2021.